Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose reading had been as high as 1,000 mg/dl when the customer was on manual injections, and recently as low as 49 mg/dl. The customer treated with food. The drive support cap appeared normal and recessed. The time was wrong on the insulin pump and the customer was going to have a nurse correct it for him. The insulin pump was not replaced or returned for analysis.